Event description:
The customer reported that the ventilator alarmed and shut down during operation. The unit was not in use at the time of the reported event, therefore, there was no patient harm or involvement. The respironics service technician was not able to duplicate the customer reported problem. Review of the ventilator diagnostic log history confirmed a diagnostic code that indicated a +24 volt failure with a ventilator restart. The respironics service technician replaced the power supply, external battery and battery charging pcb as a precaution. Extended self testing (est) and performance verification testing was completed and the ventilator passed per operating specifications. All parts were returned to the factory for failure analysis. Testing revealed the battery charging pcb was out of adjustment, and the battery cells in the external battery were weak and/or depleted. The power supply tested with no fault found.

Manufacturer narrative:
Na